Event description:
The field service engineer (fse) observed the device failed auto test and operational check after field change order (fco) implementation. There was no reported patient involvement.